Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was dirty with dried fluid covering plunger assembly and battery door. There was a motor rate error in history. The root cause of the reported issue was found to be normal wear, parts were over 5 years old. Actions were taken to mitigate the reported issue: replaced the worn coupling and gear. Replaced the worn wavy washer and motor bushing. Replaced the worn clutches. Recalibrated and tested the pump.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.